Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the thread on the onetouch lancing device is stripped/damaged. The complaint was classified based on the customer care advocate (cca) documentation. According to the patient, she used the lancing device for two years before it was damaged. The patient reportedly managed her diabetes with the usual diet and exercise after the onset of the lancing device issue. Two days later, the patient passed out and tested on a hospital meter at ¿50 mg/dl.¿ the patient required hcp treatment with IV glucose. There was no product misuse involved with the alleged issue. The issue was not resolved with troubleshooting. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient passed out and required medical intervention after the onset of the lancing device issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.